Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: during testing in a robotic partial nephrectomy procedure. Another device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device balloon did not inflate. There was no patient injury.